Event description:
It was reported the plunger clamp was not working correctly. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a cracked top and bottom case. There was no evidence in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the contaminated flipper gears were the root cause. The plunger cases, and all the plastic parts of the plunger assembly were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.